Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Bd IFU states for reinsertion of a hemogard closure to twist and push down firmly until stopper is fully reseated. Complete reinsertion of the stopper is necessary for the closure to remain securely on the tube during handling.

Event description:
It was reported that during use of the unspecified bd¿ the stopper would pop out. The stopper was put back in the tube and it came out again. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: tubes material damaged. The stopper of the tube opened. The tube was opened, re-closed, sent and then it opened. Customer informed the material involved is tube (serum gel - 5 ml).